Manufacturer narrative:
The intra aortic balloon was not returned and therefore could not be evaluated. The device history review and lot history review is not able to be performed since the product information was not provided. The product was discarded by the user after use since there was no malfunction. (B)(4).

Event description:
The customer reported that prior to insertion of an intra-aortic balloon (iab) there was a possible leak noted. Blood was found in the internal membrane of the iab upon insertion. The iab was replaced and cardiac support through intra-aortic balloon therapy was provided, there were no reported malfunctions with the second iab. The patient expired, but the death is not attributed to the device. The date of the patient death is unknown. This report is for the second iab with no reported malfunction.